Event description:
The reporter said that the pump delivered insulin without user intervention. The user programmed and delivered a bolus insulin dose in the morning and the pump reportedly delivered two bolus insulin doses the same day without the user knowing. The user also said that the pump dispensed insulin from the cartridge during the load step. The user reportedly disconnected the infusion set from his body when the pump dispensed insulin during the load step. Animas has attempted to follow up with the distributor to ask if there was any patient conditions that occurred as a result of the reported product issues. At this time there is no evidence that there was any patient impact associated.

Manufacturer narrative:
(B)(6). Correction #: 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.